Event description:
The account alleged that their housekeeping saw the head of the bed move unintentionally while cleaning the bed.

Manufacturer narrative:
The account stated since the bed has sat a while it is no longer moving unintentionally. Repairs have not been completed.